Event description:
It was reported that a balloon ruptured. The 95% stenosed, severely calcified, moderately tortuous target lesion was located at the middle of the left anterior descending artery. During a percutaneous coronary intervention, a 10/3.0 flextome¿ cutting balloon¿ was selected to treat the target lesion. A rotablator 2.0mm was used to ablate the target lesion. Following the ablation the cutting balloon was advanced to the lesion for dilation, however, it was noted that the balloon ruptured at 14atm on the 1st inflation after 15 seconds. The procedure was completed with a nc quantum apex3.0. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was again attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole at 4 mm proximal to the proximal end of the distal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noticed along the shaft of the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: in the 'warnings' section that ¿balloon pressure should not exceed the rated burst pressure'. However, the complaint states that during the procedure, the balloon was inflated to 14 atm.. (B)(4).

Event description:
It was reported that a balloon ruptured. The 95% stenosed, severely calcified, moderately tortuous target lesion was located at the middle of the left anterior descending artery. During a percutaneous coronary intervention, a 10/3.0 flextome cutting balloon was selected to treat the target lesion. A rotablator 2.0mm was used to ablate the target lesion. Following the ablation the cutting balloon was advanced to the lesion for dilation, however, it was noted that the balloon ruptured at 14atm on the 1st inflation after 15 seconds. The procedure was completed with a nc quantum apex3.0. No patient complications reported and the patient's condition is good.